Event description:
In 1984 rptr had breast reconstruction following breast cancer surgery in 1983. She had a prophylactic mastectomy also. Therefore she had 2 silicone implants put in. Six weeks later she had to have one replaced due to severe capsular contracture. During the next 8 years, she lived with her implants. She formed capsules around them. They hurt and itched. In 1992 she discovered through MRI that they were ruptured. She finally had surgery to remove them 2/16/95. (Also see 1008129)